Event description:
Consumer called stating that the firmness of the mattress on her sons 5310ivc semi electric bed is not holding him from going under the siderails when he rolls. Consumer to contact the dealer where the mattress was purchased. The dealer visited the consumer and noticed 2 holes in the seam of the micro air turn q+ mattress which is allegedly why the mattress is not functioning properly. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 5310ivc, serial number/date (B)(4) is approximately 5 years old. The owner's manual part number 1114836 rev e (jul-06), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's preexisting medical condition is stated as severe cerebral palsy, he is unable to speak. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's mother called stating that the micro air turn q+ mattress, model # bb9612000, serial # (B)(4) (which is approximately 4 years 9 months old), that is on her sons 5310ivc semi electric bed, is allegedly not holding its firmness. When her son rolls he is allegedly going under the beds siderail. Consumer sustained some bruises but no medical intervention was sought. The dealer has visited the consumer to examine the mattress and discovered that there are two holes in the seam which is causing the mattress to not function properly. This mattress has been discontinued by invacare. The malfunction has not been confirmed.